Manufacturer narrative:
The hill-rom service technician inspected the sling bar and found the sling bar center bolt was broken. In the instruction guide for universal sling bars (7en160185), the safety instruction section states: for safety, load must be applied to all sling bar hooks on the sling bar during the lift! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the complete sling bar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient was being transferred from the bed to the chair when the sling bar broke and the patient fell. The lift was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).